Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited no image due to a damaged image sensor and video connector. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the videoscope exhibited no image due to a damaged image sensor and video connector. There was no patient involvement.

Manufacturer narrative:
This supplemental report was created due new information received not provided on the previously submitted report(s). No change in reportability. The new information provided an update for h4 (device manufacture date).